Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set disconnected which resulted in a leak of unspecified chemotherapy medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image showed the chamber of the set was completely separated from the tubing. Additionally, retained samples were visually checked and functionally tested with no issues noted. The reported condition was verified. The cause was determined to be related to human error during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.